Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was a contaminated j1004. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.